Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) closure did not work. There was no reported patient injury. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. The syringe was not returned with the device. A non-cordis catheter sheath introducer (csi) was found inserted on the device. The sealant was exposed, and the advancer tube remained in its manufactured position. No additional anomalies were observed during this visual inspection. Per functional analysis, an inflation simulation was attempted but could not be completed due to a suspected obstruction in the inflation lumen. Balloon inflation did not occur, and it was presumed that the blockage was caused by dried saline solution residue observed in the component. A subsequent deployment test was conducted without issue: the sealant deployed properly, and the advancer tube advanced as expected when the handle was pulled proximally from the shuttle. Per microscopic analysis, a high-magnification evaluation of the balloon was performed to assess the condition of the returned component. The balloon showed no signs of superficial damage. However, a significant amount of saline solution residue was observed inside the balloon, which may have contributed to the inflation lumen blockage noted during functional testing. The reported event, which is likely a ¿sealant-failure to deploy¿ event based on the returned condition, was not observed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since the device passed the simulated deployment test. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue reported by the customer since there were no anomalies noted to the device that could have contributed to the issue reported. Also, it was noted during analysis that the balloon could not be inflated/deflated appropriately; however, as the issue was found to be due to dried saline substrate within the balloon, it is highly likely that the customer did not experience this issue during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) closure did not work. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sheath was found fully retracted and the sealant was still within the shuttle.